Event description:
On 04/29/2005 - a dental implant was placed in tooth location # 19. Subsequently, the pt was experiencing paresthesia. Six days later - the implant was removed from the pt's mouth. In 2005 - the clinician was contacted. He stated that the implant was removed one week post-operative, because of paresthesia in the mandibular lip/chin area. After the implant was removed the pt's paresthesia improved. He stated the pt has already been re-implanted and is doing well.